Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic wedge resection of lung, when using the handle to correctly install the first reload to remove the lung tissue, it was found that the firing could not be achieved. After replacing, the second reload could only be fired halfway through the firing. Third reload was used to complete the case. There was no patient injury.